Manufacturer narrative:
The user reported that the site where their sensor was placed was not optimal. The user complained that since it was placed at the back of their arm, in a curved area, their adhesive patches tend to fold and move, causing the transmitter to move as well, causing connection issues. The placement test performed with the user showed an excellent signal. Based on review of the data, there were no concerns with the health of the transmitter, and it appeared that the connection issue was likely due to the location of the sensor. The user was referred to their hcp to discuss next steps, such as removal and replacement of the sensor. The returned sensor was tested with a known-good transmitter, and an excellent and stable signal was achieved. No malfunction was observed with the sensor to transmitter connection. Based on these findings, the issue was likely due to the user's inability to maintain proper placement of the transmitter over the sensor due to the location of the insertion, as reported in the case notes.

Event description:
Senseonics was made aware of an incident where user received no sensor detected alert which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.